Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedance out of range and loss of capture measurements, since the lead suffered damaged. No additional information is available at the moment. No additional adverse patient effects were reported.